Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with no delivery on two different sets. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and the customer was able to prime the tubing. The cannula also appeared normal. It remains unclear what caused the two prior no delivery alarms. The customer was advised to change the infusion set and reservoir, and to call back if problems persist. No products were shipped or returned.